Manufacturer narrative:
Medwatch sent to FDA on 08/31/2015. The event of vascular compromise is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information provided by reporting healthcare professional: patient continues with augmentin and has additionally been treated with haylase, aspirin, cipro, coritromycin, and fucidin. Symptoms have improved but are ongoing. Another healthcare professional provided advice to the reporter noting the dermatologist's advice that this is 'an infection' is not correct, and could lead to mismanagement of what is clearly a vascular compromise due to the use of juvederm voluma in the top of the nasolabial fold.&#62282;

Manufacturer narrative:
Medwatch sent to FDA on: 08/14/2015. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of pain, swelling, puss from the fistulas, infection, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications: do not inject juvederm voluma with lidocaine in the periorbital area (eyelid, under-eye area, crow's feet) in the glabellar region or in the lips. Do not inject juvederm voluma with lidocaine into blood vessels (intravascular)". Precautions for use: "as a matter of general principle, implantation of medical device is associated with a risk of infection". Undesirable effects: "the pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible".

Event description:
Healthcare professional reported a few hours after injection to the nasolabial folds with juvederm voluma pt developed "pain and there is some swelling". Pt was treated the next day with augmentin and by that time pt had found "puss from the fistulas". The next day pt visited another physician who suspected an infection and prescribed kortexa. An allergan healthcare professional has "assessed this adverse event as a necrosis" and noted "the use of voluma in the area treated is off label." Symptoms are ongoing.